Event description:
It was reported through remote transmission that non-sustained rv oversensing due to lead noise was observed on the ventricular channel. Lead was successfully capped and replaced on the pace/sense portion. Patient condition is stable.